Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of additional microbiological testing by the user facility, the sample collected from the subject device tested negative for microbes. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas and pseudomonas. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA). Other detailed information such as the number of microbes was not provided. There was no report of infection associated with this report.